Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR: after an implantation period of approx. 27 months, oversensing was reported. No shocks were delivered. A subclavian crush syndrome was assumed. The lead was capped and replaced. The event date was not provided. No adverse patient side effects have been reported.